Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was dispatched and identified a loose level sense bead/mc sample probe. The fse tightened the probe, performed alignments, and verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na), potassium (k), and calcium (calc) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. No false results were reported out of the laboratory. The samples were repeated producing higher results and were reported out. Patient treatment was not affected in this event.